Event description:
A continuous positive airway pressure (CPAP) device was returned to a third-party service center for service. There was no report of patient harm or injury. During the evaluation of the device at a third-party service center, the sound abatement foam was found to be degraded. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).